Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital.

Event description:
It was reported that the lead dislodged. The lead was repositioned successfully.